Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted, upon completion of the evaluation. Use error. Per the user guide: warning- never fill your tubing, while your infusion set is connected to your body. Always ensure, that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported, that intermittent cartridge alarms occurred, during insulin delivery. Customer reverted to an alternate method of insulin therapy. Additionally, it was reported, that the customer inadvertently performed the load sequence, while connected to the site. The customer's blood glucose was 44 mg/dl. Tandem technical support educated the customer to not be connected to the pump, during the fill tubing process.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 20 and alarm 30 issues were verified while based on the analysis, the alleged load fill tubing issue could not be verified.